Manufacturer narrative:
A field service engineer (fse) checked the analyzer and performed a series of troubleshooting-related actions, which included adjustments of the sample and reagent probe positions. The investigation was unable to determine a direct root cause, as many actions were taken in troubleshooting. The customer has not reported any additional issues since the engineer's service actions were completed.

Manufacturer narrative:
The reagent lot number is 845956, and the expiration date is 31-aug-2026. The investigation is ongoing.

Event description:
There was an allegation of questionable microalbumin results from the cobas 8000 cobas c 502 module. Patient 1's initial result was 4 mg/l, and the first repeat result was 6.2 mg/l. There were two additional repeat results of 25.5 mg/l and 9.7 mg/l. Patient 2's initial result was 46.3 mg/l, and the first repeat result was 11.6 mg/l. Another repeat result was 8.5 mg/l.